Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/30/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the information provided is unclear. Please clarify the reported issue of the suture. What is meant by the product is "out of sterilization"? Please clarify if the sterilization of the product was impacted. Was there a hole or tear in the packaging? Was there any adverse consequence associated with the patient? Additional information was requested, the following was obtained: please provide lot number: unk. Please clarify what "the product was out of sterilization (until march 2012)" means? It is not 2012. The expired date is march 2024. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown surgery, the product was out of sterilization (until march 2012). The number of the product used was one and it was used on peritoneal suture. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2024. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is being voided. Additional information was requested, the following was obtained: please clarify the reported issue of the suture. This issue was reported because expired suture was used for the patient. What is meant by the product is "out of sterilization"? Sorry, the suture was expired. Please clarify if the sterilization of the product was impacted. Was there a hole or tear in the packaging? No. Was there any adverse consequence associated with the patient? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.